Event description:
It was reported that the physician was implanting a helex septal occluder to close a pfo (patient foramen ovale). The device was deployed in a 12 mm defect. As the physician was removing the gray control catheter, the green delivery sheath was pushed forward and the superior portion of the right disc prolapsed into the tunnel. This was noticed after a venogram was performed and excessive shunting was seen. While attempting to capture the device, it embolized to the descending aorta near the iliac bifurcation. A 12 fr short sheath was inserted into the right common femoral artery and a 35 mm snare was used to pull the device down into the common femoral artery. Surgery was consulted and a cut down was performed. Prior to the cut down, a 35 mm competitor device was implanted. The pt was in stable condition following the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.